Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin 25000 units/250 ml was programmed to infuse at 9 ml/hr; however, the entire bag emptied in one hour. The pump module indicated that 9 ml had infused. The patient's blood was tested; the aptt was elevated but was not treated. There was no report of lasting patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was not confirmed. The pcu event log shows that the pump module was infusing heparin 25000unit in 250ml at a rate of 9ml/hr. At 9:11 pm on (B)(6) 2018, the user changed the vtbi to 245ml and started the infusion at 9ml/hr. At 6:56 am, the user changed the vtbi to 20ml and started the infusion. At 7:00 am, the user changed the vtbi to 250ml and started the infusion. At 10:46 am, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 122.185ml. The pump module and disposable set were not returned for investigation. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that heparin 25000 units/250 ml was programmed to infuse at 9 ml/hr; however, the entire bag emptied in one hour. The pump module indicated that 9 ml had infused. The patient's blood was tested; the aptt was elevated but was not treated. There was no report of lasting patient harm.